Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which was obtained through follow up with the author/physician who indicated that the issues with the thresholds and sensing were related to the patient's underlying disease condition (tetralogy of fallot). The author also indicated that the patient and the device are "doing well." No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿implantation of a leadless pacemaker in a pediatric patient with congenital heart disease.¿ mccanta a.c., morchi g.s., tuozo f., berdjis f., starr j.p., batra a.s. Doi: 10.1016/j.hrcr.2018.07.012, heart rhythm case reports. 2018; 4 (11): 506-509. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s transcatheter pacing system. The article reported that one day post-"impalnt", there was a ¿mild increase¿ in pacing threshold with a ¿mild decrease¿ in r-wave sensing. A chest radiograph and a transthoracic echocardiogram ¿confirmed stable device position.¿ the physician spoke with the device manufacturer and it was decided not to reposition the device, but to follow the threshold ¿closely,¿ on an outpatient basis. The patient was discharged home. During the first two weeks of follow up, the pacing threshold continued to rise, despite a ¿stable¿ position as seen on the chest radiograph. Subsequently, over the next ten weeks, the pacing threshold steadily decreased. At the nine-month follow up visit the pacing remained ¿stable.¿ the device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.